Event description:
It was reported that during an implant procedure the healthcare professional had difficulty removing the guidewire out of the two catheters. After the guidewire was removed it was noted that both catheters had a leak in the middle. The two catheters were used to build one catheter which was implanted successfully. The drug used was baclofen.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the reset button in safe position and with the knife covered. In an attempt to replicate the reported incident, the device was tested for functionality. During functional testing, the reset button was armed as intended; the bullet returned to the original position upon cutting and advancing through the skin test media. The device was fully functional and conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a surgery the device blade would not engage interoperatively. They completed the procedure with a new like device. There was no patient consequence reported. There was no other information available regarding the event as the device was left in the materials department.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.